Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the reported event from the information provided because the device was not returned to omsc. Omsc checked the photos provided by olympus korea co., ltd. (Okr), but couldn't confirm the condition of the device because there was no photo of where the coating had peeled off. In addition, omsc reviewed the device history record and confirmed that the product that met the specifications was shipped. Therefore, omsc was unable to determine the exact cause of the reported event. The instruction manual states that the external surface of the entire insertion section including the bending section and the distal end should be inspected. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -due to the wear of the angle wire, the upward angulation was out of the standard. -the suction amount was out of the standard due to the damage of the channel tube. -there was a leakage from the channel due to a broken channel tube. -there was a leakage due to the perforation of the bending tube. Olympus medical systems corp. (Omsc) confirmed the following from the photos provided by (B)(4). -the ultrasonic transducer was damaged. -the distal end was cracked. -there was an abnormality on the appearance of the endoscope connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion section was peeled off. There was no report of patient injury associated with the event.